Manufacturer narrative:
(B)(4). Per the instruction for use (IFU), valve stenosis and pannus are potential risks associated with the use of the bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma, endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion.  Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue in-growth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The device was not returned for evaluation, as it remained implanted. The root cause of this event remains indeterminable but was likely due to patient related factors and/or the mechanisms described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by a field clinical specialist, a 26mm sapien 3 valve is exhibiting stenosis due to pannus after an implant duration of 2 years and 3 months. The patient's symptoms were sob and fatigue with rising echo gradients. The physician stated that the valve would likely need to be treated. The anticipated treatment will be thv in thv. No additional details are available as the field clinical specialist was no involved in the treatment of this patient.